Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended further troubleshooting be performed. The patient was brought into the clinic and the noise could not be reproduced. The consultant informed the caller that they could reprogram device sensitivity in an effort to minimize the noise. The caller was going to discuss the issue with the patient¿s physician. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system is exhibiting noise which is being oversensing causing pacing pauses and potential asystole greater than two seconds for this patient. Impedance and threshold measurements are stable and within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A hole was noted in the right atrial (ra) seal plug. Body fluid was noted in and around the ra tip terminal block. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.